Event description:
It was reported that ongoing cartridge alarm occurred during load sequence. Customer¿s blood glucose (bg) level was 564 mg/dl. Customer administered a manual insulin injection to address elevated bg. Customer reverted to an alternate method of insulin therapy.